Manufacturer narrative:
(B)(4) 2015 11:39 am (gmt-5:00) added by (B)(4): a lot history record review was completed lots 25115329, 25115557 and 25116194 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history. A ship history was performed to confirm the batch number provided by the costumer since it was missing a digit.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip fell apart. The clear plastic coating on the bovie tip was peeling apart from the metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
09/03/2015 11:48 am (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip fell apart. The clear plastic coating on the bovie tip was peeling apart from the metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. The silicone insulation was peeled away from the cold jaw support and remained attached. Based on the returned condition of the device the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip fell apart. The clear plastic coating on the bovie tip was peeling apart from the metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.